Event description:
It was reported that the patient was being treated for a left hand fracture. When applying force to the screw, the head popped off. The surgeon was able to retrieve the head of the screw use a new screw to complete surgery successfully. Surgery was delayed 5-6 minutes.

Manufacturer narrative:
The reported event could be confirmed. The device was returned but, due to the small dimensions of the screw, the lot number could not be identified. The screw was returned disassembled with the blue and yellow part separated. There are small deformations visible on the locking parts of both yellow and golden parts. The deformations observed were caused by the application of excessive force to the screw and due to this, both parts of the screw separated. Based on the investigation, the root cause was attributed to be user related. The failure was probably caused by the application of excessive force in the screw. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the patient was being treated for a left hand fracture. When applying force to the screw, the head popped off. The surgeon was able to retrieve the head of the screw use a new screw to complete surgery successfully. Surgery was delayed 5-6 minutes.